Event description:
It was reported that during a percutaneous transluminal coronary interventional (ptci) procedure, a shaft break occurred. The 90% stenosed, progressive and mildly calcified lesion was located in the right proximal circumflex (lcx) artery. The lesion was 2.25mm x 6mm. Vascular access was gained through the brachial artery. Upon attempting to advance the taxus liberte 2.25mm x 8mm drug eluting stent system to the lesion, the shaft broke 30cm from the tip. The stent was never deployed. The stent delivery system and guide wire were removed without incident. The procedure was completed successful with another of the same device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good.

Manufacturer narrative:
The delivery device with the stent on the balloon was received and polymer shaft separation was observed. The original guide wire was not returned for analysis, the catheter exhibited a polymer shaft separation located 23.3 centimeters proximally from the distal tip. Microscopic examination of the material surrounding the separation did not reveal any inherent material deficiencies that would have contributed to the separation. The product specification states that the shaft tensile force for this device is greater than or equal to 1.4 ibf. It appears the catheter was subjected to tensile forces exceeding the shaft tensile specification. Further examination of the wire port exhibited material damage. The wire port material was stretched outwards. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. Damage of this nature is the result of the guide wire not remaining parallel with the catheters shaft during use. It could be determined if the damage contributed to the shaft separation. The complaint states, he withdrew the broken device and the guide wire together as one. As the original guide wire was not returned for analysis, it could not be determined if the condition of the guide wire may have contributed to the shaft separation or not. The exact cause of the shaft separation could not be determined. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure, the performance was limited.